Manufacturer narrative:
Polymer jacket tip approx. 3mm over the coil section was found broken and missing from the returned guidewire, highly supposed to be left in the patient anatomy. Trace of abrasive friction was observed on the polymer, tip section of the guidewire was found roundly curved. Lot history review revealed no anomaly relating with the reported/observed event. No other similar event was reported for this lot. Based on the obtained information and the outcomes of the investigations, it is presumed polymer jacket might be damaged when tip shaping was made before use to patient, and during the negotiation to advance to target lesion, and separated before physician noticed the damage due to the force accumulated and exceeded the product design limit.

Event description:
Reportedly, for the pci procedure to rca #2 90% occluded lesion, subject guidewire was advanced with unknown micro catheter in order to protect the branch vessel of rv, however difficulty of advancing guidewire was felt. Physician decided to perform re-shaping, removed the guidewire and find that the polymer jacket of the guidewire is broken off at the tip end.